Event description:
It was initially reported that the pt had surgery where the lead and generator were replaced due to an unk reason. Review of the available programming history, which only as recent as (B)(6) 2008, a revealed all normal diagnostic test results. Additional follow up with the referring physician revealed that during a routine follow up visit in (B)(6) 2009, high lead impedance with dc-dc=7 resulted from both system and normal mode diagnostic tests. No traumatic event was reported before the high impedance was observed, and it was reported that x-ray's were taken which did not show any lead break. X-ray images were sent to manufacturer for review. There were no obvious gross lead discontinuities observed in the portion of the lead that was able to be assessed. There was a suspect area of the lead in the strain relief bend, where a lead discontinuity was not able to be ruled out. Subsequent surgical revision found lead break in one of the leads. The explanted lead and generator have been discarded and are therefore not available to be returned to manufacturer for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.